Manufacturer narrative:
The following devices were also listed in this report: 28mm v40 head; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
This pi is for the revision of the patient's right hip at an unknown date. In providing device information for revision of the patient's right hip on (B)(6) 2019, the rep provided a primary operative report for (B)(6) 2004. Of the 3 devices revised in 2019, 2 of them were manufactured in 2006. At the least, a head and liner were revised some time after the primary implantation procedure.